Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed intermittent "not attached" alarms. The pst connected the two level sensors to a level detect module which was connected to a system 1 simulator, attached the level sensor¿s heads to water reservoirs, assigned the level detect module to a perfusion screen. With the sensor attached to a water reservoir and exposed to liquid, occasionally, a ¿not attached¿ alarm would occur. Visual inspection showed delamination on the sensing surface of the sensor¿s head. The pst inspected the length of the sensor¿s cable and connector with nothing abnormal found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) sent a replacement unit to the customer. Per the ccp, they use the terumo capiox fx25, they mount the sensors on the flat area (no seam or label), use correct level sensor gel and wait approximately 18 hours to attach the level sensors.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the alarm level sensor intermittently alarmed "not connected." The face of sensor was delaminated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.